Event description:
It was reported that patient admitted to hospital for symptomatic bradycardia. Device interrogation revealed failure to capture on the right ventricular (rv) lead in the presence of 2:1 heart block. Fluoroscopy showed the lead had dislodged. The lead was explanted and replaced. The patient is in stable condition.